Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, critical error codes were observed in the error log. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including bench handling, power cycling, functional stress testing by running 5 manual monthly tests using the dci command, on/off current testing without duplicating the report. The hv capacitor was replaced as a precaution. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.